Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported receiving several e4 (occlusion) errors in 2009. She changed the adapter and infusion set in an attempt to resolve the issue. She has experienced elevated blood glucose (values not provided) and she does not believe the infusion device is delivering insulin properly. Her normal blood glucose level is 120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.